Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two of the (B)(4) devices failed to activate. The cord and generator were changed prior to attempting to use the second device, but the device still did not work. A replacement device was used to complete the procedure. The hospital did not report any pt effects.